Event description:
Patient was having a microwave ablation. We used the solero microwave tissue ablation applicator ref 700106002-us lot 5811406. The applicator was hooked up to the machine and tested prior to use on the patient. Images were taken after the applicator was taken out and there appeared to be part of the needle/applicator still in the tumor; 15 mm of needle tip wedged within the renal mass.